Event description:
It was reported that the customer had a high blood glucose level of 363 mg/dl. Customer also received a motor error alarm. Customer has treated for their high blood glucose levels. Customer had an x-ray on their hand but the pump was not in the way. Customer was assisted with clearing the alarm. It was explained that a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer stated that they are able to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.